Event description:
It was reported patient's lead had high impedances preventing patient from getting MRI. Surgical intervention was undertaken to explant and replace the entire system. Therapy was restored post-op and MRI capability was provided.

Manufacturer narrative:
Date of event is estimated. The physician opted to replace the entire system. The patient wanted to get mris. The ipg was replaced due to ipg reaching end of life and high impedance on the lead. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."